Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported tricuspid valve insufficiency/ regurgitation appears to be due to the slda. Tricuspid valve insufficiency/ regurgitation is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported a triclip procedure was performed on (B)(6) 2025 to treat tricuspid regurgitation (tr). It was later found that the clip had detached from the anterior leaflet resulting in a single leaflet device attachment (slda). A second procedure was performed on (B)(6) 2025. A clip was advanced but during deployment the grippers would not come down. Troubleshooting was performed without success, so the clip was removed from the patient. A different clip was prepared and deployed reducing tr to moderate.